Event description:
Dealer states the white trip button pops at times, alarm will go off after a few minutes of starting, intermittently. Loud popping noise occasionaly. If alarm goes off and unit is shut down and restarted there will be a noise and no o2 output, intermittently.